Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the top case was cracked/chipped by the front left and rear left bottom corners, and there was visible contamination. A review of the event history log (ehl) identified invalid syringe. During the functional testing the reported issue was able to be duplicated. The tapered spring slipped over the collar of the barrel clamp rod. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the tapered spring issue. Replaced barrel clamp rod, tapered spring, and barrel clamp guide. Performed calibration on the device and passed all the functional tests.

Event description:
It was reported that the pump's spring on the syringe was not working and was not calibrating. No patient injury was reported.